Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm viicmo13.2 implantable collamer lens of diopter -16.50 diopter into the patient's right eye (od) on (B)(6) 2018. The patient has experienced starburst, floaters, and glare/haloes for the past two years. The reporter stated that the patient "had high refractive power around -16 diopter, and the surgeon told him that floaters are normal. But he was worried about starburst as because of it he could not drive it seems." The clinic suggested to use pilo (medication) for a month (during night time) and he said for 3 days he was fine and started having the same problem beyond that. The patient has been regularly visiting the surgeon since implantation. The lens remains implanted. H6 - health effect impact code 4644 - pilo meds. H6 - medical device problem code 1494- off-label (age< 21 years). H6 - medical device problem code 3189 is not applicable in initial MDR. H6 - investigation findings code 213 is corrected to 114 in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
Reporter indicated after implantable collamer lens surgery. Starburst and floaters are being observed. Reportedly, high refractive power (around -16 d) and patient noted starburst, floaters and halos." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.